Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Analysis was unable to verify motor error alarm or battery out limit alarm due to unresponsive buttons. Moisture damage was found on motor. The insulin pump had scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.